Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank main had a medication was not showed on list when the user tried to issue otterbox medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined when the user attempted to issue a medication, no medications appeared in the list. A technical support specialist performed a cycle count, found all items were stocked in the cabinet, reviewed the transaction records which showed "otterbox medic" was issued, no transaction was returned and confirmed that user issued the medication. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medbank main had a medication was not showed on list when the user tried to issue otterbox medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.